Event description:
It was reported that the device is rusted. No further information was provided. This is report 1 of 1 for complaint (B)(4).

Manufacturer narrative:
Synthes is submitting this report as a result of remediation activities related to FDA warning letter dated february 2012. The device listed in this report is used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR. Actual event date not known. The device was returned for inspection and the event was confirmed. The device is rusted and our visual inspection has shown that there are some discolorations visible on this instrument. No product fault could be detected. A review of the DHR indicates there were no anomalies which could have caused or contributed to this complaint. The manufacturing records were reviewed and no complaint related issues were found. All records indicate the product was manufactured to specifications. Based on these findings we conclude that the cause of failure is not due to any manufacturing non conformances and may be related to the cleaning and maintenance of the device. Regarding corrosion, it can be stated that all materials, including so-called stainless steel, are conditionally only rust-resistant. The corrosion resistance is maintained only when the material is stored on a dry and metallic contact-less condition. All metallic contacts on humid or wet conditions create electrolytic reactions with contact corrosion as a result. Please also consider in this regard our important leaflet with cleaning and sterilization instructions for non-sterile products. In this case the stains have a round appearance. This is a clear indication that there were drops of some liquid on the instrument when it was stored and that these drops caused a chemical reaction. Conclusion ¿it was clearly determined that device is rusted. The resistance to rust only applies if the material is stored dry and without contact with other metallic objects so the complaint condition is related to the improper storage of the device.